Event description:
It is reported that when the surgical tech pulled open the sterile container a portion of the packaging was not sealed.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. The packaging was disposed of and is unavailable to be evaluated for the alleged condition. Distribution history shows that all of this lot has been distributed and there have been no other reports of a failed seal. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification.